Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. Change the catheter. Upon removal of the catheter, it was found that the tip of the central lumen had bent". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.